Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the adhesive portion of the infusion set did not properly adhere, resulting in the infusion set falling away from their body. According to the patient, their blood glucose levels were unaffected by the reported event. No permanent adverse effects to patient reported.